Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the patient underwent implantation of an intracerebral ventriculostomy set, and on (B)(6) 2020, the patient initiated treatment with brineura (300 milligram, qow, icv). The most recent dose was administered on (B)(6) 2020. On (B)(6) 2020, the patient presented with fever, convulsions, and increased number of cerebrospinal fluid (csf) cells at a value of 259 (units and reference range not provided). Therefore, bacterial meningitis was suspected and the antibiotic meropenem was administered. On (B)(6) 2020, the number of csf cells was at 103, and the patient was diagnosed with grade 3 pleocytosis requiring hospitalization. Treatment with brineura was held due to the event. On (B)(6) 2020, the patient's fever disappeared. Bacterial tests were positive for curtibacterium acnes, and therefore, antibiotics were continued. On (B)(6) 2020, the culture became negative. The antibiotic was changed to cefotaxime. On (B)(6) 2020, brineura was administered, and at that time a bacterial culture test of csf revealed that cutibacterium acnes was repositive. Therefore, on (B)(6) 2020, brineura was administered while continuing antibiotic administration. Cefotaxime was administered until (B)(6) 2020, but was changed to vancomycin on (B)(6) 2020, due to drug eruption suspected to be caused by the cefotaxime. On (B)(6) 2020, brineura was administered , and on (B)(6) 2020, the ommaya catheter was removed due to suspected device-associated infection. On (B)(6) 2020, a negative bacterial culture was confirmed in csf sample via lumbar puncture. Therefore, antibiotics were discontinued. Bacterial culture tests were negative even after the end of antibiotics. The outcome of the event was reported as recovered/resolved on (B)(6) 2020. On (B)(6) 2021, the ommaya catheter was repositioned. The investigator assessed the event of pleocytosis as related to treatment with brineura; therefore, this case qualifies for expedited reporting. The investigator assessed the event of pleocytosis as related to the icv device. No other etiological factors were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional medical history included: fractured femur, upper respiratory infection, drug eruption (due to lamotrigine), and pleocytosis. Additional current conditions included: sleep disorder. Other possible etiological factors were noted as either by device or technique. On april 27, 2023, the patient's concurrent conditions were updated to include: meningitis bacterial. Concomitant medication was updated to include: cefotaxime sodium. On may 10, 2023, the detected acne bacillus was a bacterium with weak infectivity and it could not be confirmed that it was a bacterial infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.